Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a defective component. It was further reported that the tube was not covered in the infusion bag. This issue was identified before treatment. There was no patient involvement. No additional information is available.